Event description:
It was reported that the patient developed an infection. A lead replacement would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Replacement would be scheduled.